Event description:
Patient, implanted at l5-s1 with prodisc-l, experienced mild retrograde ejaculation. Patient will be rechecked at 1 month with possible urology referral. This is one of three medwatch reports concerning a single event.

Manufacturer narrative:
Subject device currently remains in the patient. Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.